Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. Additionally, the device failed the full inspection due to a bent pin inside the scope socket. It was also noted during the evaluation that the scope socket was worn out and causing a poor connection. According to the evaluator, the camera head will also require replacing. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer returned the olympus evis exera iii video system center because of a worn out camera locking mechanism. Upon further evaluation, it was discovered that one of the pins on the device was broken. This report is being submitted to capture the broken pin. Additional details relating to the patient and the event have been requested, but could not be provided. The initial reporter was however able to confirm that this event did not occur during a procedure and therefore the event had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was likely caused by excessive force when connecting the scope or the camera head. The bent pins were likely chipped or had foreign objects attached around them and were hooked on to the socket in the scope video connector when connecting to the connector socket, then inserted further and the pins on the video connector socket were pushed and bent. This issue is addressed in the instructions for use (IFU): "important information ¿ please read before use. Do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. 6.3 connection of an endoscope. ·confirm that the electrical contacts inside the video connector socket of this instrument are not damaged. ·confirm that the video connectors of the videoscope / camera head are not damaged. 6.9 termination of the operation. When a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down." Olympus will continue to monitor the field performance of this device.